Event description:
Patient has had multiple mediastinal debidements (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014. Returned to or on (B)(6) 2014 for shorting of lvad outflow graft for known kink on outflow graft.